Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy, it wsa reported the ets flex gun was fired and bleeding occurred in the middle of the staple line. The second firing was fired after cauterizing the bleeding. The second firing, third and fourth firing were hemostatic. There was no consequence to the pt.